Manufacturer narrative:
E1: initial reporter first name : e1: initial reporter last name: e1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of a prismaflex m150 set c leaked liquid from the distal end of the filter. This was identified during use of the device for hemodialysis therapy. As a result, the treatment was stopped and the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed leakage from the return line. The specific defect that allowed the leak was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.